Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula is much shorter than usual and did not make contact with the pump. Customer is unable to have insulin delivered to the body. Customer's blood glucose was 99 mg/dl at the time of incident.

Manufacturer narrative:
Inspected 3 opened/used enlite sensors and performed solution test, 1 of 3 sensors failed per specification. No isig readings detected. Checked lab transmitter for proper use and transmitter passed per specification. Second sensor failed per specification due to low readings. Last sensor found sensor cannula retracted inside of the sensor. The sensor was unable to confirm customer received sensor damage due to customer returning it opened/used.